Event description:
During an incident on 6/1/00 involving a patient in cardiac arrest, tyhere was a flat line acrss the defibrillator screen and the screen indicated the unit needed maintenance. Per the medical center ems department incident report returned with the defibrillator. Placed defibrillator on patient, analyzed "no shock indicated". "Check pulse" (CPR), then a flat line went across the screen. This sequence was done more than 3 times. Then on the screen it said "needs maintenance, or malfunction". Als arrived and took over patient care. This defibrillator was turned off and then back on and the screen was bland. The reporter is from medical center and was not at the scene.